Manufacturer narrative:
Exact date unknown, event occurred since implanted.

Event description:
It was reported that the patient was having a minor superficial infection near the ipg site, and symptoms included redness and discharges near the incision site. The cause was unknown and no culture was taken. Patient was sent home with a full course of antibiotics, and it was determined by at follow up appointment that infection has improved.